Manufacturer narrative:
The reported problem was confirmed. The root cause for the reported issue could not be determined; however, the device was a portable unit and was susceptible to having damage done to the display, enclosure, handles and arm assemblies through using and positioning the device. The temperature probe jack was broken, and the o rings were missing. The front enclosure was broken on both handle mounting hubs, and the handle, arm assemblies and hooks were missing. The temperature probe label needed to be updated. One battery door had broken guide rails. The unit did not recognize the container due to a bad container sensor on the display pcb. The main pcb had corrosion throughout and needed replaced, however, the main pcb was no longer available for this series of criticore. The criticore system identified in this record contained obsolete parts. The model no. And obsolete parts were covered under 'notice of discontinuance and obsolescence' letter. The system could not be serviced, the repair order was canceled and the monitor was returned to the facility. The monitor was not working properly, and could not be repaired and should not be used. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "warning: the criticore monitor requires special precautions regarding emc and needs to be installed and put into service according to the emc information provided in the following tables. Portable and mobile rf communications equipment may affect the criticore monitor. Warning: the criticore monitor should not be used adjacent to or stacked with other equipment and that if adjacent or stacked use is necessary, the criticore monitor should be observed to verify normal operation in the configuration in which it will be used. Warning: do not immerse or submerge the monitor or turn it upside down when cleaning. Caution: use only heavy-duty alkaline d cell batteries. Do not use rechargeable batteries. Do not incinerate batteries. Recycle or dispose of them properly. Contact bard for disposal information. Caution: improper orientation of the batteries within the battery pack can potentially damage the criticore monitor. Caution: state and federal regulations govern the packaging necessary for return of medical product which may have been contaminated. Refer to local, state and federal regulations when packaging the criticore monitor for return. Caution: there are no user serviceable components inside the criticore monitor. The user should not attempt to repair the criticore monitor. To do so may void the warranty and could result in erroneous monitor readings. Caution: use of cables or sensors other than those specified for use with the criticore monitor, except those sold by bard for use as replacement part or repair components, may result in increased emissions or decreased immunity of the criticore monitor. Caution: the criticore monitor should be recycled properly per european union directive 2002/96/ec on waste electronic and electrical equipment, (B)(6)2003. Do not dispose with ordinary municipal waste." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was intermittent display at the temperature probe connection of the criticore device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was intermittent display at the temperature probe connection of the criticore device.